Event description:
It was reported that when removing a patient from an ambulance, an emt was stabilizing the cot and reaching to lower the legs. Allegedly, when the emt grabbed the legs, the legs released and caught the ems's fingers in the cot's mechanism. After lifting the cot to release the emt's hand, it was reportedly said to the bleeding extensively and emt proceeded into the ER. The emt was reported to have sustained a laceration around the fingertip and through the fingernail, which required removal of the nail and sutures. No patient injury reported.